Manufacturer narrative:
On august 3 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device documents received with the device, indicated that the date of explantation was on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2021, additional information received indicated that the date of implantation was on (B)(6) 2000. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: injury, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which patient experiencing left side deflation and right side has issue with capsular contracture baker grade IV after implantation. Report indicates patient was hit. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020 during the visual evaluation of the device, an area of shell abrasion was observed on the anterior view. Additionally, a tear within the shell abrasion was noted measuring approximately 0.3 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 29 2020, additional information received indicated that the patient stated at the time of removal there was white discharge came from the deflated implant. Patient also stated that she have had gastrointestinal problem, joint pain, for the last two years and recently she experienced ringing in her ears. Patient underwent bilateral replacements with mentor silicone. Per clinician review of coding, generalized illnesses, and chest injury added to patient code, wound adhesion removed. This report relates to left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, an area of shell abrasion was observed on the anterior view. Within the shell abrasion, a tear was noted, measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).